Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy zilver biliary self-expanding metal stent. Difficulty was encountered passing the introduction system through the stenosis. After several attempts, the physician was able to pass the stenosis and place the stent. When the introduction system was withdrawn from the pt, a portion of the introduction system separated and remained in the duct. The portion of the introduction system remaining in the duct was retrieved with forceps. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our laboratory eval of the product said to be involved confirmed the report of introduction system separation. A section of the inner catheter approx 30cm in length has separated at the connecting joint from the remainder of the introduction system. Magnified visual inspection of the separated area confirmed the inner wall of the inner catheter tubing exhibited evidence of adhesive and was roughened properly during MFR. Therefore, a mfg discrepancy or anomaly that could have contributed to the separation was not observed. Separation of the inner catheter from the introduction system is likely to have occurred due to an application of excessive pressure to the introduction system during use. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt's anatomy, endoscope positon or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Info provided indicated resistance was encountered when the wire guide and the introduction system was advanced into position. Resistance of this nature is most likely due to placing the stent in a severe stenosis. A caution located in the instructions for use advises the user to avert stent placement if a wire guide will not advance through the stricture. The contraindications listed in the instructions for use include inability to pass the wire guide or stent through the obstructed area. Info also provided indicated a biliary dilation of the structure was not performed prior to stent placement. The instructions for use advise the user to determine the necessity for balloon dilation prior to stent placement balloon dilation of the strictured area can aid in smooth stent deployment in narrowed strictures. Prior to distribution, all zilver biliary self-expanding metal stents are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because this occurrence may be use and/or procedure related. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.